Event description:
It was reported that the ilet insulin pump¿s touchscreen was found cracked, rendering the device unusable and preventing unlocking, with the cause of damage unknown and the device no longer watertight. Symptoms included no injury. Outcomes included interruption of device use and the need for device replacement. Investigation included complaint handling, technical review of reported symptoms, and user education regarding device functionality and water ingress risk. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked display, inability to operate the device interface, and loss of ingress protection. It was concluded that the event was attributable to physical damage to the device¿s screen, resulting in loss of function, with no patient harm reported.